Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure, pulseless electrical activity arrest, and patient outcome could not be conclusively determined through this evaluation. It was reported the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the death was not device related, as right ventricular failure was the primary issue at the time of death. The device operated as expected.

Event description:
It was reported that the patient was admitted for recurrent right sided heart failure. Intravenous milrinone was started and the patient was feeling well. The patient developed pulseless electrical activity arrest a few days later and the patient was transferred to the intensive care unit. A transesophageal echocardiogram (tee) confirmed severe right ventricular dysfunction with entirely akinetic lateral wall. There was no evidence of saddle pulmonary embolism or pericardial effusion and the ventricular assist device (vad) inlow was well positioned. Resuscitation was performed for an hour and was stopped owning to futility.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.